Event description:
An internal historical review was being conducted and it was determined that the reported incident had not initially been identified as a reportable event. The integra representative was contacted and provided new information which has led us to change this decision and submit as a medical device report. The integra sales rep who was present during the event reported the following incident: the hallufix snap off screws would not seat into the screwdriver. The following questions were asked of the sales rep: were you in the case when it happened? Yes. Was the patient on the table and under anesthesia? Yes. What was the procedure? Fusion of the metatarsal phalangeal joint using the hallu-fix s plate.

Manufacturer narrative:
The product was returned for evaluation. The products have been tested functionally. The screwdriver did not fit in the head of the screw. The depths of the imprints on the snap off part are not on compliance with our specifications. It is a manufacturing error by the subcontractor. Instead of an imprint depth of 0.75mm minimum, the depths of the imprints are 0.66mm. A review of the manufacturing record found no anomalies during the manufacturing process. A two year historical review of the complaint system showed that this incident had a complaint rate of 0.005 percent. Given the description of the event and the observations made during inspection, the root cause is a manufacturing error. A corrective action has been implemented. The manufacturing controls have been reviewed to assure the conformity of the imprints of the head of the screws (add of a functional control and appropriate measurements). Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.